Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump screen would turn greyand would turn back to normal after a while. The customer¿s blood glucose was 10.0 mmol/l at the time of incident. Customer reported crack on the insulin pump battery compartment. Customer stated that the insulin pump was not dropped or bumped. The insulin pump is not expected to return for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement and displacement test. Pump powered up properly after battery installation. No missing segments or partial display noted.